Event description:
A surgeon reported that an intraocular lens (iol) was scratched. There was no patient contact.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. No damage is observed and loose fibers were observed on the lens. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 08/21/2008.